Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Adverse event or product problem: required intervention.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that her blood glucose (bg) elevated to 560mg/dl with nausea and vomiting. She bolused with the pump and the bg came down to 380mg/dl, and later resolved to 198mg/dl. The patient also reported that she did not fill the cannula with the site/set change. Customer support (cs) advised the patient to not skip filling cannula step. Cs reviewed pump settings with the patient and total daily dose added up correctly. There were no alarms in the pump history. The patient reported that she had been using the same site for (B)(6). Cs advised that the pump is mechanically functioning and advised her to contact her healthcare professional for rotation of sites. The patient continues on the pump without any further incidents reported. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
Follow-up #3 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues found. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.